Event description:
Healthcare professional reported "intracapsular implant rupture" and "capsular contracture baker grade IV". Unreporting the previously reported event of "lymphoma-alcl-suspected" since the patient reported no alcl for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, g2, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Unreporting the previously reported event of "lymphoma-alcl-suspected" since the patient reported no alcl for the left side.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "medically expressed suspicion of implant-associated anaplastic large cell lymphoma (bia-alcl)"

Event description:
Patient reported "have been experiencing pain and discomfort" and "rupture". Later patient reported "have a medically expressed suspicion of implant-associated anaplastic large cell lymphoma (bia-alcl). A definitive diagnosis is currently not available", and "intracapsular rupture". The biomarkers of cd30 positive and alk negative have not been reported or confirmed. This record is for left side. Device remains implanted.